Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the device would not function. The procedure was completed with another like device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The flex coupler was broken in half. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.